Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful valve replacement, as there was perivalvular leak after implanting the valve.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
The hospital biomedical engineer called the solutions center and reported that (per the nursing staff) no alarms were provided for a 7 second pause in the pt's heartbeat and slow heart rate following the pause for two minutes, at which time a bradycardia alarm was provided.